Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that users experienced difficulty opening the packaging of an unspecified quantity of dual luer lock caps. The issue was identified while nurses were capping medications not actively being administered. The packaging was reportedly difficult to open due to the small peel tab, and attempts to remove the product by pushing it through the back of the package were unsuccessful. As a result, scissors were reportedly required to open the packages. There was no patient involvement. No additional information is available.